Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare profession reported "implant rupture and capsular contracture - baker grade unknown" device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare profession reported "implant rupture, free silicone with siliconomas in both armpits, and capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, broken shell, crease flat, part of the shell is missing. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear/opening and a missing shell assessed as inconclusive. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "chronic inflammatory reaction of predominantly histiocytic phagocytes"